Event description:
It was reported that the patient with heart block presented in the emergency room with a fast heart beat and a vibratory patient notifier. Upon device interrogation, the pulse generator was exhibiting backup vvi operations. A device download was successfully performed. The patient was in stable condition post procedure.